Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the patient attempted to charge this morning, the battery indicator was red for about 50 minutes of charging and did not increment. When in office with the patient, they tried to connect to the ins and the no device found message was displayed. The caller entered the passive charging function and then the controller connected to the ins for normal charging and showed the ins was 70% charged. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information about charging and the charging indicator. The caller will have the patient use stimulation and continue to charge the ins.

Event description:
Additional information was received from the manufacturer representative (rep). Patient (pt) was selecting recharge instead of try again when locating device. This is why it was in passive recharge mode but at 70%. Instructed ptto select try again if it does not find device first time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.